Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the keyboard was malfunctioning. The technical support specialist launched device manager through bomgar, uninstall drivers and scanned for new hardware function to reinstall the drivers for the keyboard to resolve this issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system keyboard was malfunctioning. The customer reported that gh-4norb pyxis keyboard was stopped working multiple times. This malfunction was occurred while dispensing medications to the patient. There were no adverse events or injuries reported based on this incident.